Manufacturer narrative:
Device evaluated by MFR: the carotid wallstent monorail was returned for analysis. According to the instructions for use (IFU), this device is intended for use with a 0.014" (0.36mm) guidewire. During the product analysis, a boston scientific 0.014" filterwire could not be inserted through the device due to significant damage to the sheath. The guidewire used by the customer was not returned for analysis. A visual and tactile examination revealed that the sheath of the device was torn, starting at the guidewire port and extending approximately 65mm distally along the sheath. Additionally, the sheath was found to be kinked in multiple locations. The device was returned with the stent fully deployed from the delivery system; however, the deployed stent was not returned for analysis.

Event description:
It was reported that difficulty removal occurred. The target lesion was located in the internal and common carotid artery. A 10.0-31carotid wallstent self-expanding stent was inserted and placed. Upon retrieval of the stent delivery catheter, there was severe resistance occurred, and it could no longer moved. It was then attempted to forcibly pulled, but the filterwire ez embolic protection system was pulled with it. After pushing and pulling several times, it could only be removed by force and the procedure was completed. There was no patient complications noted as a result of this event. It was further reported that the device got entrapped/entangled with the filterwire ez.

Event description:
It was reported that difficulty removal occurred. The target lesion was located in the internal and common carotid artery. A 10.0-31carotid wallstent self-expanding stent was inserted and placed. Upon retrieval of the stent delivery catheter, there was severe resistance occurred, and it could no longer moved. It was then attempted to forcibly pulled, but the filterwire ez embolic protection system was pulled with it. After pushing and pulling several times, it could only be removed by force and the procedure was completed. There was no patient complications noted as a result of this event.

Manufacturer narrative:
H6 - device code: updated with a150208, entrapment of device.

Event description:
It was reported that difficulty removal occurred. The target lesion was located in the internal and common carotid artery. A 10.0-31carotid wallstent self-expanding stent was inserted and placed. Upon retrieval of the stent delivery catheter, there was severe resistance occurred, and it could no longer moved. It was then attempted to forcibly pulled, but the filterwire ez embolic protection system was pulled with it. After pushing and pulling several times, it could only be removed by force and the procedure was completed. There was no patient complications noted as a result of this event. It was further reported that the stent was stuck with the filterwire.